Event description:
Procedure: urological/gynecological. According to the reporter: the patient underwent a repair procedure and the patient allegedly experienced pain and injury. Patient has undergone or will undergo corrective surgery or surgeries. Add'l info from importer report: the pt's attorney alleged a deficiency against the device. Add'l info has been requested, but not yet received. Associated MDR#: 1018233-2012-01763.

Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report number: (B)(4) for a "uretex". Add'l info from importer report: pt identifier: (B)(6), date of this report: (B)(6) 2012, brand name: uretex to2 urethral support system, cat #: 485054. (B)(6).